Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer changed site and supplies to address the bg level.